Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and seroma-late.

Event description:
Healthcare professional additionally reported "periprosthetic fluid" and "double capsule." Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "periprosthetic fluid" and "double capsule." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold and an opening on the radius. A leak test and microscopic analysis were performed which identified a sharp crease opening, sharp opening, and wear abrasion. A dimension measurement in the shell was performed which identified the shell thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the radius due to a fold flaw opening and a sharp opening on the posterior side due to an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.